Event description:
It was reported that the product was contaminated. An iceforce 2.1 cx 90 degree needle was selected for a procedure to treat renal cell carcinoma. During the procedure, however, the device became contaminated. A different device was selected to complete the procedure. The patient condition was good.

Event description:
It was reported that the product was contaminated. An iceforce 2.1 cx 90 degree needle was selected for a procedure to treat renal cell carcinoma. During the procedure, however, the device became contaminated. A different device was selected to complete the procedure. The patient condition was good. It was further reported that the device was dropped.